Event description:
It was reported that the patient was experiencing an infection. The patient underwent spinal cord stimulator (scs) explant procedure. No device malfunction suspected. The explanted products were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), and batch: 7082128/707395/7074283.